Manufacturer narrative:
Zimvie complaint number (B)(4). One implant and one screw were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the implant item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on an unknown tooth site (fdi) and were used for approximately 2 years. The customer did not provide any pictures but provided one (1) x-ray. The provided x-ray is very low quality; therefore, the fracture screw event could not be verified. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 01/08/2022. & p-iis086gr rev. F 10/2019; potential adverse events; page 1. Information identified: warnings and precautions. Per the applicable IFU, breakage/device failure may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR review was completed for the subject lot number (2019091881). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet screw) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: complaint history review was performed for the reported lot number (2019091881) for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture screw.' Post market trending review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw) or product (bost3210 & unknown biomet screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified, and the reported event was non-verifiable with the information provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that screw fractured inside the implant and the implant was annulled.